Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The caller was informed to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.